Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse advised the customer that the device was an old version and that it was no longer supported. The customer acknowledged and stated that he would replace the graphic user interface (gui) cable. Covidien was not authorized to repair the device.

Event description:
It was reported that, during testing the screen on an 840 ventilator went erratic. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). "It was reported that, during testing the screen on an 840 ventilator went erratic" should have been "it was reported that, during testing the screen on an 840 ventilator was blank".